Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose readings of 450 mg/dl. Customer mentioned having issues with the insulin pump battery and stated that it kept dying and the pump was losing power. Customer had multiple error and battery alarms in the alarm history. Customer stated that he changed the batteries multiple times. Customer was advised to monitor the insulin pump and call back if the issue persists.